Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support (ts) to report a fluid leak that occurred during their treatment. It was reported that an m31 air detected in cassette alarm had occurred during fill 1 of the treatment. Additional details were provided through follow-up with the patient¿s pd registered nurse (pdrn). The patient was able to bypass the m31 alarm and complete treatment on the cycler. The patient did not notice the fluid leak until they went to set-up for treatment the following day. At that time, the patient noticed fluid inside the cassette compartment. The film on the back of the cassette was not loose. Ts advised the patient to let the cycler dry out before continuing to use the device. No obvious damage was identified on the cassette itself. The pdrn confirmed the patient was trained to perform stat drains, as well as manual pd therapy if needed. While allowing the cycler to dry out, the patient completed their treatment by performing manual pd therapy, or continuous ambulatory pd (capd) therapy. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. It was confirmed that prophylactic antibiotics were not prescribed to the patient. The cycler set was not available to be returned for evaluation as the device was reportedly discarded.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support (ts) to report a fluid leak that occurred during their treatment. It was reported that an m31 air detected in cassette alarm had occurred during fill 1 of the treatment. Additional details were provided through follow-up with the patient¿s pd registered nurse (pdrn). The patient was able to bypass the m31 alarm and complete treatment on the cycler. The patient did not notice the fluid leak until they went to set-up for treatment the following day. At that time, the patient noticed fluid inside the cassette compartment. The film on the back of the cassette was not loose. Ts advised the patient to let the cycler dry out before continuing to use the device. No obvious damage was identified on the cassette itself. The pdrn confirmed the patient was trained to perform stat drains, as well as manual pd therapy if needed. While allowing the cycler to dry out, the patient completed their treatment by performing manual pd therapy, or continuous ambulatory pd (capd) therapy. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. It was confirmed that prophylactic antibiotics were not prescribed to the patient. The cycler set was not available to be returned for evaluation as the device was reportedly discarded.